Manufacturer narrative:
The product has not been returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that customer was hospitalized for one day due to elevated blood glucose levels in the 600's (mg/dl) and diabetic ketoacidosis. Troubleshooting was performed and pump appears to be functioning as expected. Customer was treated with insulin injections and fluids.